Event description:
The tech alleged that the brake casters will continue to swivel while the brakes are engaged. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster and brake steer casters to resolve the issue.